Event description:
Device 3 of 3, ref MFR report #s 1627487-2012-00499 and 1627487-2012-00500. It was reported the pt (B)(6) is unable to establish communication with the ipg using either the charging system or programmer. Surgical intervention was undertaken on (B)(6) 2012 to replace the pt's ipg. Intraoperative testing conducted during the procedure initially found issues with the pt's extension. As such, the pt's extension was replaced at that time. However, further interrogation found impedance issues with the pt's lead when tested independently of the extension. Consequently, an add'l procedure was undertaken on (B)(6) 2012 to replace the pt's lead.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.